Manufacturer narrative:
One smiths medical tracheostomy/silicone - bivona tubes custom was returned for analysis. Visual inspection of the returned device confirmed the eyelet was cut. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be user interface.

Event description:
Information was received indicating that while in use of a smiths medical tracheostomy/silicone - bivona tubes custom, the patient pulled out their tracheostomy tube causing the eyelet to break. No adverse effects were reported.